Event description:
It was reported that a surgical procedure was required to place a mic-key gastronomy enteral feeding tube for a patient with an existing stoma. When removing the dilator the 8-fr portion of the device came out of the sheath. The distal portion remained in the patient¿s stomach. Unsuccessful attempts were made to remove the distal portion of the dilator from the patient and surgery was required to remove the distal portion of the dilator from the patient's stomach and a jejunal enteral feeding tube was surgically placed.

Manufacturer narrative:
(B)(4). Method: device not returned, no testing methods performed. Results: no results available since no evaluation performed. Conclusions: device discarded by user, unable to follow-up. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided and a root cause could not be determined. (B)(6) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4). Device not returned by customer.